Event description:
The pt was implanted with four scs leads from the same lot number. It was reported, the pt is experiencing discomfort at her scs lead site in her knee (off-label). The pt's physician has been informed of the issue. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.